Event description:
It was reported that the patient presented for a conduction system pacing (csp) implant procedure. During the procedure, the physician experienced difficulty attaching the ultipace helix locking tool to the left bundle branch pacing (lbbp) lead, as it appeared loose rather than securely engaging the lead. The physician attempted to extend the helix of the lbbp lead with the ultipace helix locking tool, but the attempt was unsuccessful. A new ultipace helix locking tool was used but the issue persisted. The helix of the lbbp lead was successfully extended using a trouser leg helix locking tool. The lbbp lead was not used and replaced, the new lbbp lead fit appropriately in the ultipace helix locking tool and was able to extend the helix. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported events of ¿helix could not be extended with helix locking tool¿ and ¿helix locking tool appeared loose¿ were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The helix locking tool was not returned with the lead. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning the helix, the helix could be extended and retracted by using a ¿test¿ helix locking tool. Helix locking tool was secured during helix testing. The measured full helix extension length was within specification. Is-1 connector dimensional analysis of the connector pin, front seal, connector ring, and connector boot adjacent to the second set of sealing rings were all in specification.